Event description:
It was reported the customer received a motor communication error alarm. No additional information provided.

Manufacturer narrative:
Unit was received with constant a39 alarm due to insufficient solder joints at u4 flash memory on m/b. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.